Event description:
It was reported that during a case the 9900 system presented a "communication failure" error. System was rebooted and case was completed. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the cine and sata hard drives. Reloaded software. The system was tested and found to be working as intended and placed back into svc.